Event description:
A report was received that the patient had excruciating stomach pain. The physician believed that the caused maybe the lead was kinked. The patient underwent a replacement procedure.